Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated the previous day (500 mg/dl). Customer delivered manual injections, changed out the cartridge/ infusion set, then resumed insulin.